Manufacturer narrative:
The system was tested by the customer and the system checkout (sco) was successful before and after occurrence of the issue. However the reported issue can be confirmed by evaluation of provided device's logs. The technician remarked that inspirited tidal volumes for two separated cases were high. During switching unit from manual ventilation to automatic ventilation the unit has not responded, no gas was delivered. The customer replaced absorber lime, breathing circuits etc. Between both patients. This issue has been evaluated by clinical specialist who concluded that higher inspiratory tidal volumes could be caused by leakage. The specialist suggested that source of leak might be in one of following: breathing circuit, patient filters, expiratory tubes, expiratory filter or absorber. The exact source of the leak has not been determined. The issue with no gas delivered when switching from manual ventilation to automatic ventilation may have been a consequence of disconnecting the breathing tubes from the mask to connect to et tube in connection to switching ventilation mode. The root cause to the reported issue has not been determined. The correction of fields #d4 model #, #d4 catalog #, #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #d4 model #: previous model #: flow-I c30 corrected model #: flow-I c20 #d4 catalog #: previous catalog #: 6677300; corrected catalog #: 6888520. #h4 manufacture date: previous manufacture date: 04/20/2021; corrected manufacture date: 04/07/2021. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation, while in use during treatment, measured higher inspiratory tidal volumes than set on two occasions. Alarms for high airway pressure were found in the logs. There was no patient harm. Manufacturer's reference #:(B)(4).